Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging a battery indicator issue with her one touch ultra meter. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient. The patient tests her blood glucose more than 4 times a day and she manages her diabetes via insulin on a fixed scale. The patient stated that the reported issue began in 2009 at around 8pm. During that time, the patient reportedly saw "plus and minus signs" on the subject meter and noted that it stopped working. The patient indicated that she "knew this was the battery indicator" symbol. As a result of the reported issue, the patient did not take any actions in regards to the diabetic treatment. Approximately a few hours after the reported issue, the patient reportedly experienced symptoms of "low blood glucose" and reportedly took juice as self-treatment. The patient was not tested on any other meter and did not receive/require any medical attention. During the troubleshooting, the cca noted that the patient replaced the batteries per the owner's manual within a six-month period. Replacement products were sent to the patient. Based on the provided info, this complaint is being reported because the patient allegedly developed symptoms, which could be suggestive of a hypoglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.